Event description:
It was reported that the customer was in the emergency room with high blood glucose over 500mg/dl, and the doctor feels that the insulin pump was malfunctioning. The customer experienced dizziness, excessive thirst/urination, sore throat, coughing, and congestion. It was stated that the cause of his admission was acute renal failure, dehydration, and high blood glucose. Troubleshooting was performed, and not damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.